Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of did not wear a mask in a patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient experienced did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis which required hospitalization. It was not reported if remedial therapy was rendered. The cause of the peritonitis was did not wear mask. It was not reported if the patient was retrained in aseptic technique. Bacterial peritonitis with culture positive for streptococcus, serratia marcescens, enterococcus faecalis and pseudomonas-not resolved. Did not wear a mask-not reported. Bacterial peritonitis with culture positive for streptococcus, serratia marcescens, enterococcus faecalis and pseudomonas-unrelated. Did not wear a mask-not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. This issue was confirmed because it was reported that there was a breach in aseptic technique in which the patient did not wear a mask. The assignable cause code could not be determined, since baxter is unable to determine why the patient didn't follow aseptic technique. The label review was performed and found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.